Manufacturer narrative:
H3, h6: the device, used in treatment, was returned and evaluated. A visual inspection of the returned mi z handle acet reamer confirmed the driver shaft is broken off the device. All the pieces were returned with the device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no additional complaints for the listed batch. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that, during thr surgery, the driver shaft of the mi z handle acet reamer snapped off when the reaming started. Since the issue happened while the instrument was outside the patient, no pieces fell into patient. Surgery was resumed, after a non-significant delay, with a back-up device. Patient was not injured as consequence of this problem.